Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with a scs system. On (B)(6) 2010, the pt reported he was unable to increase the amplitude above perception. Stimulation was recaptured by reprogramming the scs system. On (B)(6) 2010, the pt presented for another reprogramming session due to a loss of stimulation. Diagnostic testing of the lead revealed high impedances on several lead contacts. Again, stimulation was recaptured through reprogramming. On (B)(6) 2010, it was reported that the pt lost all stimulation. An x-ray was taken and no anomalies were found in the scs system. The physician has determined his next course of action will be a surgical examination of the scs system. No date for the procedure has been set. It is unk if any product will be explanted and/or returned to the manufacturer for analysis.